Event description:
It was reported to philips that the system's wireless foot switch wifi connection failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch connection failed. The wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. The philips field service engineer (fse) inspected the system and confirmed that wireless foot pedal lost its wi-fi signal. To resolve the issue, fse provided wired footswitch as workaround. Philips has initiated a field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.